Manufacturer narrative:
Exact date unknown, event occurred in 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7023698.

Event description:
It was reported that the patient was experiencing less effectiveness of the stimulation despite multiple reprogramming. The patient underwent explant procedure wherein all device components were removed, and the patient was doing well postoperatively. The explanted devices were disposed per hospital policy and were not returned.